Manufacturer narrative:
Device was used for treatment, not diagnosis. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the hose of the motor device had a hole/cut, the locking components were damaged, the bearings were damaged, and the cable/cord/wiring was damaged. It was further determined that the device failed pretest for handpiece temperature assessment, air pump assessment, noise assessment, motor thermistor assessment, and loctite and cable assessment. It was noted in the service that the hose was broken. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.